Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: after placing three ports in loco typico, the right pleural space was entered. Some adhesions, fixing the lung to the chest wall were dissected and atypical resection of s-I dex was attempted. After proper closing of the instrument, upon firing, a strange noise was heard and after opening of the device, only one third of the resection line was secured with staplers and cut, the rest was just crushed between the branches of the instrument. Surgery was prolonged for more than 30 minutes. No blood loss greater than 250cc. The incision was extended to approx 2.5 - 3 cm. There was unanticipated tissue loss.